Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber rotated inside the distal cap at 318,772 joules of use; adequate bladder and fiber irrigation were maintained throughout the life of the fiber. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture at the beveled edge. The glass cap/fiber proximal to fracture can rotate independently of metal cap. The glass cap distal to fracture remains attached to the metal cap. The metal cap shows severe char and burnt detritus build up at the output window region. The glass cap exhibits devitrification at the output window. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.